Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv on the svc-can and rv-can vectors. The patient was asymptomatic. It was noted that tissue growing around the can could be a possibility. No action was performed. The device remains implanted.